Event description:
An egd bronchoscopy scheduled with dr needed the help of another dr due to an instrument break. The grasper forceps used that was on the adult bronch tray did not fit smoothly into the other working parts on the tray. The correct tray that should have been used was not available, as it had not yet been processed. The peds bronch tray is always a rapid turn over tray and is labeled on the pan as such. When the graspers were used during the case the surgical technician noticed that 1/2 of the grapers side was missing. She informed the surgeon and he could visualize the piece and was able to retrieve the broken piece. The instrument was inspected and total instrument accounted for. The scrub nurse then removed the grasper and returned both pieces to sterile processing department(spd). The team followed up with proper protocal as far as removing the instrument and the physician making sure the entire broken piece was accounted for. No harm to the patient.